Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2010, due to patient allegations of elevated metal ion levels, pain, inflammation, dysfunction, loss of range of motion, lack of mobility, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2010, due to transverse acetabular fracture and osteolysis. Operative report noted the presence of gray material, gray stained synovial fluid, deficient acetabulum bone, necrotic bone and lack of bony ingrowth on cup. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04757/-07138).